Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Final analysis found that the inner insulation was abraded at 68.9 cm to 70.2 cm from the connector pin.